Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effects of hemorrhage and pseudoaneurysm are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. D4: primary UDI number ¿ the UDI is not known as the part and lot number were not provided. Attachment article titled: "passive approximator vascular closure device use in patients with shallow femoral artery depth increases puncture-site complications in neuroendovascular treatment".

Event description:
This is a retrospective single-center, observational study comparing active approximators (aa - proglide) and passive approximators (pa - angio-seal and exoseal) in femoral artery procedures such as carotid artery stenting, coil embolization, and non-ruptured intracranial aneurysms. Complications were noted for pas for some patients with a shallow femoral artery depth after resting in bed or on postoperative day two. Observed considerations for aa use were training and a learning curve. However, calcification at the access site did not affect aa use. Noted issues for aas included device failure, pseudoaneurysm, and hemorrhage resulting in the use of manual compression and medication. Puncture-site complications decreased significantly after the adoption of aas compared to pas and the use of three or more antithrombotic medications. Specific patient information is documented as unknown.